Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was displaying an ¿error 5¿ message. The complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2014, at 7:30pm. The patient indicated that she is on insulin pump therapy. It is not known if the patient made any changes to her usual diabetes management regimen due to the error message appearing. The patient reported developing symptom of ¿disoriented¿; however, was unable to confirm if the symptom developed prior to or after the issue. The patient reported having more food and/or drink at the same time the error message appeared at 7:30pm and 8:00pm. At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter, the test strips were in good condition, the test strips drew in the samples, and the patient¿s process for testing was correct; however the alleged issue was not resolved with a blood retest. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. Based on the information provided, the patient was reportedly symptomatic prior to when the error message appeared and there is no evidence of delay in treatment due to alleged issue. However, this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.